Manufacturer narrative:
The rebar-18 micro catheter was returned for analysis. The rebar-18 micro catheter was returned separated into two segments. No damage was found with the rebar-18 catheter hub. When compared to the product drawing, the rebar-18 catheter shaft was found separated at the hypotube within the hub. The rebar-18 catheter separated end does not exhibit with plastic deformation such as stretching or necking. No bends or kinks was found with the remaining catheter shaft or distal tip. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. However, the cause for the separation could not be determined at this time. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a rebar-18 catheter that separated from the hub. The patient was undergoing a procedure to treat acute ischemic stroke. Vessel tortuosity was normal.  It was reported that the rebar-18 microcatheter and all accessories were prepared according to the instructions for use (IFU). During preparation, when the physician attempted to insert the rebar catheter into the intracranial support guide catheter, it was observed that the proximal end of the rebar catheter separated from the catheter hub. The rebar was replaced with a different model medtronic microcatheter to continue the procedure. As the issue occurred during preparation, there was no injury to the patient. Additional information received reported that the insertion of the rebar-18 microcatheter into the navien catheter was smooth, without resistance; they physician reported the transition went "as usual.".